Event description:
During service the device made a loud pop noise after charging. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Evaluation determined that the pcb assembly is damaged and the device in not repairable. The device was returned to the customer unrepaired.